Event description:
This event occurred during off label use in the right ventricular outflow tract. As the case progressed, the pt began to experiencee discomfort during ablation. The pt was then heavily sedated for the last set of mapping and ablation. The pt's blood pressure then dropped, and the pt began to experience respiratory difficulties, then became unresponsive. There was no pulse detected and the physician began CPR. The ensite catheter and ablation catheter were still in position during CPR. After the physician stopped chest compression, the ensite catheter was removed along with the ablation catheter. The pt was intubated and an xray indicated borderline heat enlargement. A stat echo indicated a mild to moderate effusion. The pt was given drugs to reverse the sedation and began to recover. The pt was extubated and heparin therapy reversed. About 20 to 30 minutes later, the pt's condition deteriorated, the pt was reintubated and a stat echo was done that indicated moderate to severe effusion. Pericardiocentsis was done and 320 to 340 cc of blood was removed. The pt was then transfered to ICU for recovery. The physician was unable to determine which catheter had caused the effusion.